Event description:
A facility reported cerebrospinal fluid (csf) leak out of a microsensor (ID 826653) during implantation procedure. A 15-minute surgical delay was noted. The procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826653) was not returned for evaluation after the three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis ¿ catheter and internal wires cut into 11.4 cm from sensor. Internal wires were wavy and have been stretched. No testing was possible. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.